Manufacturer narrative:
Product ID: 7428, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3587a25, lot# n115795, implanted: (B)(6) 2008, product type: lead. Product ID: 3587a25, lot# n105023, implanted: (B)(6) 2008, product type: lead. Product ID: 3387040, lot# v008951, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
The patient developed an infection from battery replacement surgery in 2008. Additional information has been requested. Reference manufacturer report# 3004209178-2013-19161.